Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-oct-2018 with the following findings: a visual inspection of the pump revealed corrosion in the battery compartment due to a battery compartment crack. The battery cap was not returned; a test battery cap was able to attach securely to pump, however, the pump failed to power on. Further testing was unable to be performed due to no power to pump. A leak test revealed leaks in the battery compartment. The pump was opened and moisture damage was found on the printed circuit board. The power issue was duplicated due to moisture in the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.